Event description:
Customer observed leak cuff on the tracheostomy tube. Patient was recannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.